Manufacturer narrative:
All of the buttons functioned properly. However, moisture damage was found on the keypad traces. No sticky buttons were noted. The insulin pump was received with a cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported that the customer's insulin pump had buttons that were sticking. The customer's blood glucose level was 174 mg/dl. She was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.